Manufacturer narrative:
Qc was recovering within established ranges prior to and on the day of the event. A field service engineer (fse) was on-site in 2009: (a) fse performed diagnostic testing which failed one portion. Fse then replaced the aspirate probe tubing which was flattened and ran diagnostic testing which then passed within specifications. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding a false positive tbhcg result generated by the unicel® dxl 800 access® immunoassay system for one patient sample. Customer tested a patient sample for tbhcg and obtained a result of 2.30miu/ml which upon repeat gave a result of 48.44miu/ml. When tested again at a later time the sample gave results of 1.94 and 1.78miu/ml and when tested on a different instrument, it gave a result of 1.02miu/ml. The erroneous result was not reported outside of the laboratory. There was no effect to patient or user with regard to this event.